Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 18 months ago. The aortic neck was measuring between 10-15mm in length and 31-32 mm in diameter. The iliac arteries were straight and moderately calcified. Approximately three weeks ago, it was reported there was a type 1b endoleak noted. The right limb pulled into the aneurysm sac. The aneurysm enlarged from 5.5 to 6.5 cm versus the last CT from five months ago. An extension limb was implanted to extend the graft distally. The patient had a creatinine level of 3; therefore, it was not possible to use contrast during the procedure and instead co2 was used for imaging. Both iliac arteries were extended. The left stent graft was not in the sac and there was enough room to extend with an 18x16 talent limb which was placed closer to the hypogastric artery. The right side was first extended with an 18x16 talent limb; however, the distal type I endoleak appeared to still be present. The right hypogastric artery was coiled and the limb was extended into the right external iliac with a 16x13 endurant limb. There was some type of endoleak that appeared to be junctional which required an18x18x55 to be placed at the junction of the talent and the endurant limbs in an attempt to resolve the endoleak. There was still a small unknown type of endoleak at the end possibly a type ii. It was not possible to determine the type of endoleak due to the poor quality of imaging with the co2. No further intervention was performed and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (moderately calcified vessels). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (moderately calcified vessels).